Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of full battery depletion resulting in a pump stop. The submitted log files were reviewed and collectively contained data from 17jul2021 through 28jul2021. On 27jul2021, the device was connected to 14-volt batteries. Routine 14-volt battery depletion was captured, and the system alarmed appropriately for low voltage. The 14-volt batteries completely depleted, and the system alarmed for no external power as the pump operated on the controller's backup battery. The controller's backup battery then also depleted and the pump stopped. The device was connected to the power module approximately 8 minutes after this stop, and the pump ramped back up to the set speed without issue. The pump appeared to operate as intended. Multiple requests for additional information regarding this event were submitted to the account, however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook address all system alarms as well as the recommended actions associated with them. The patient handbook further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20mar2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. The heartmate 3 lvas patient handbook, is currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 4 ¿living with the heartmate 3¿ (under ¿sleeping¿) provides instructions for preparing to sleep and instructs the patient to always connect to the mpu when sleeping (or when sleep is likely). ¿if you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms.¿ section 5 ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ the patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a pump stop due to low power on (B)(6) 2021. Log file analysis showed pump stop occurred because the 14 volt batteries and the backup battery were allowed to drain completely. Once adequate power was restored to the system the pump returned to operating at the set speed of 5900 rotations per minute. The controller clock reset to the default time stamp of 01jan2000 when the system lost all power.